Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." Upon powering on was confirmed during both archive data review and functional testing. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the system error was due to corrosion on the brake housing area of the drivetrain motor, which resulted in seizure of the brake gap. A review of the archive data revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on this platform since it was acquired by the customer. The lack of regular maintenance could lead to degradation of the mechanical components of the drivetrain, including brake seizure. Archive data review showed the occurrence of system error - 139 (unable to hold compression position), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the system error, out of service, revert to manual CPR message displayed upon powering up, thus, confirming the customer's reported complaint. The stuck brake gap was freed by performing the open case system test for 15 minutes while continuing to spray ipa at the brake housing to remove extra metal rust as the motor is spinning. The customer is recommended to run the autopulse daily to prevent the drivetrain motor brake from becoming seized due to non-use over long periods. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." Upon powering on. They switched to manual CPR. No impact or consequence to the patient was reported.